Manufacturer narrative:
(B)(4): the product thas been requested to be returned but has not been received. MFR references file # (B)(4).

Event description:
The customer reported that the velcro tab that holds the strap in place tore off while applied to the pt. There was no pt incident or injury reported.